Manufacturer narrative:
The issue was resolved when the unit was rebooted. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error during pre-use checkout that could lead to a power failure. There was no patient involvement.